Event description:
A malfunction was reported by the customer with a malfunction code "malf 12" displayed on their device. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, and after the reset, the malfunction code did not reoccur. The customer was informed to continue using the pump and to call back if the issue persists.